Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 600mg/dl, 390 mg/dl, 422 mg/dl, 310 mg/dl, 256 mg/dl. The customer reported that they were treated via bolus wizard. The customer reported that they experienced nausea and headache. The customer also received low reservoir alert. The insulin pump will not be returned for analysis.